Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss and a cylinder aneurysm in which the outer layer stretched and bulged out. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Lot number 918590005. Expiration date: 01/20/2017. Device manufacture date: (B)(6) 2015.